Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and was not capturing. The patient was programmed to only be paced in the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.